Manufacturer narrative:
The device was received by anspach. It additional info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating "hose ruptured." The device was being used in an operation. No pt or user injury was reported. There was no additional info provided.